Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. Model: imd49jb45, lead; implant: (B)(6) 1998. (B)(4).

Event description:
It was reported that the patient presented feeling "dizzy." It was discovered the patients right ventricular (rv) lead had intermittent capture, high thresholds, high impedance, oversensing noise. A lead fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.